Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009 alleging a test strip port issue on the one touch ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following info: the pt mentioned that he had a problem inserting the test strips into the test strips port on his one touch ultra easy meter. The pt mentioned that he was having intermittent issues with the test strip port for about 3 months. Since the pt was having issues with his lfs meter, he has been using his back up meter to test his blood glucose when he was unable to obtain a reading on his lfs meter. He claimed when he inserted the test strip into the meter, the test trips would peel; therefore, he was unable to test his blood glucose. The last reading the pt was able to obtain on the lfs meter was about one month prior to contact lfs at 10:30pm and obtained a 8.1 mmol/l. The pt continued to take his diabetes medication on a regular basis regardless of the issue with the meter. At an unspecified time and date, the pt started to feel tired and attempted to test on his lfs meter and was unsuccessful due to the reported issue. The pt had attempted to test 2-3 hours prior to the symptoms and was unsuccessful. The pt then tested on his back up meter and obtained a 20.9 mmol/l (376 mg/dl). The pt then increased his dosage of insulin on his own and felt better later. The pt did not seek any further medical attention or contact his physician for assistance. The pt had not exhibited any symptoms prior to the event. At an unspecified time the pt did a back to back test on the lfs meter and obtained a 9.7 mmol/l, 22.8 mmol/l, 3.2 mmol/l, 20.3 mmol/l. 13.3 mmol/l, 10.8 mmol/l, 12.3 mmol/l, 20.6 mmol/l, 9.9 mmol/l, 8.8 mmol/l, 7.7 mmol/l, 11.7 mmol/l, 6.2 mmol/l, 8.3 mmol/l, 21.2 mmol/l, 7.3 mmol/l, and 16.8 mmol/l. Pt did not exhibit any symptoms at the time of testing. The back to back results exceed the expected value of less than or equal to 20% and or less than or equal to 1.11 mmol/l. The meter is not a new product and it seemed as the test strip port was blocked. Customer care advocate (cca) was unsuccessful in resolving the issues and sent a replacement meter. The complaint is being reported since the pt exhibited symptoms, was unable to test due to the reported issue, tested on a back up meter (obtained a 20.9 mmol/l) and increased his dosage of insulin based on the back up meter and reportedly felt better after taking the insulin.